Event description:
It was reported the patient underwent a right knee revision approximately sixteen (16) months post-operatively to change from a short anchor plug to a standard anchor plug, for an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00187, 0001825034-2024-00188, 0001825034-2024-00189, 0001825034-2024-00190, 0001825034-2024-00191, 0001825034-2024-00192, 0001825034-2024-00193, 0001825034-2024-00195, 0001825034-2024-00196, 0001825034-2024-00197, 0001825034-2024-00198, 0001825034-2024-00199, and 0001825034-2024-00200. D10 medical devices: oss reinforced yoke catalog#: 150493, lot#: ni. Oss 7cm segmental femoral rt catalog#: 150354, lot#: ni. Cps short anchor plug 16mm catalog#: 178558, lot#: ni. Diah seg lock screw set catalog#: 150481, lot#: ni. Cps transverse pin 6pk 36mm catalog#: 178528, lot#: ni. Oss 3cm diaphysel segment catalog#: 150464, lot#: ni. Cps centering sleeve 19mm catalog#: 178541, lot#: ni. Oss segmental stacking adapter catalog#: 150483, lot#: ni. Cps/oss 5cm tpr adapt w/oss sc catalog#: 178711, lot#: ni. Oss tibial poly bearing 16mm catalog#: 150412, lot#: ni. Oss poly femoral bushings catalog#: 150477, lot#: ni. Oss poly lock pin catalog#: 150478, lot#: ni. Oss mod tib baseplate 79mm catalog#: 150424, lot#: ni. Oss cemented im stem 13mmx90mm catalog#: 150362, lot#: ni. Oss axle catalog#: 150480, lot#: ni. G2 foreign source: belgium. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right knee revision approximately sixteen (16) months post-operatively due to unknown reasons. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h11. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.